Manufacturer narrative:
The patients' demographics such as age, date of birth, weight and ethnicity and race were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument performance. The fse replaced the sample pump assembly, pressure sensor transducer, sample pipettor service loop, and sample probe. Fse also performed a preventative maintenance (pm). On completion of service activities, fse ran a high sensitivity (hs) system check and completed the carryover procedure. All procedures passed within specifications. Qc was performed and no issues were noted. There is sufficient evidence to suggest the cause of the questioned results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining low reproductive test results including inhibin a (access inhibin a), beta human chorionic gonadotropin (access total bhcg (5th is)), unconjugated estriol (access ue3) and alpha-fetoprotein (access afp) for three (3) patients involving the unicel dxi 800 access clinical system serial number (B)(4). The customer reanalyzed the patients' samples on the same unicel dxi 800 access clinical system and obtained higher results. There was no report of change of treatment in conjunction with this event. The customer did not provide specific information regarding the collection of the patients' samples. Centrifugation time and speed were not supplied by the customer for this event. No issues with sample integrity were reported by the customer. System parameters such as system check and quality control (qc) have been performing within instrument specifications.